Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h4. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found corrosion inside the ccd and a failed water leak test due to an opening in the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): per otv-s7proh-hd-l08e IFU: "warning ¿ if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation." Pg. 19 olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during a procedure the subject device head was wobbly and the image was blurry. There were no reports of patient harm.

Event description:
It was reported that during a procedure the subject device head was wobbly and the image was blurry. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.